Event description:
The customer reported by phone the machine was pulling off too much weight. Pt's blood pressure dropped, accompanied by moderate to severe cramping that required an infusion of 1400 ml of saline to stabilize blood pressure and eliminate cramps.